Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the device noted that the distal tip of the introducer sheath was damaged with the stent partially deployed. The stent delivery wire (sdw) was kinked at 22.5cm & 35cm from the distal end. During functional testing the sdw/ stent were advanced out of the introducer sheath with resistance and the stent was found deformed and broken. Information available indicated that while delivering the stent, the operator felt a little bit resistance. It is probable that the distal tip of the introducer sheath was damaged as a result of the resistance experienced during the transfer attempt causing the as reported event. Therefore, an assignable cause of operational context was assigned to this investigation.

Event description:
Analysis of the returned device noted that the stent was partially deployed and it was broken. No clinical consequences to the patient was reported.